Event description:
Two more of the medline quick-release limb holders suffered failures on two separate patients. Buckle broken while tightening the strap in both circumstances - lot number for both sets was 33022030001.